Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii video system center showed rainbow screens and part of the screen shows the image and part shows black. It was vacuumed and is now showing a completely dark screen. The issue occurred during preparation for use and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty patient board set. Additionally, the evaluation findings are as follows: metal was exposed on top cover, a corroded bottom chassis, faded front panel printing, a worn out video connector latch caused poor connection with pigtails. Lastly, it was recommended that the software be updated and that the main switch housing be replaced due to a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.